Manufacturer narrative:
This report is submitted on july 05, 2023.

Event description:
Per the clinic, the patient experienced an infection at the incision site (specific date not reported). The device was explanted on (B)(6),2023. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with antibiotics for the infection. This report is submitted on august 22, 2023.

Manufacturer narrative:
Device analysis report indicated device failure. Device analysis report attached. This report is submitted on october 31, 2023.